Manufacturer narrative:
Eval: gas spring trip.

Event description:
It was reported by service report that the fowler won't raise. It is unk if there was pt involvement or if there are adverse consequences to report.